Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as the front left caster hardware and stem were missing, they were not received with the chair.

Event description:
Customer states a fork on the front caster failed.